Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. The device and leads were explanted. There were no additional adverse effects reported.